Manufacturer narrative:
Patient¿s height reported as 5 feet 5 inches. Corrected revision surgery date. Explanted date: not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: part 04.037.259s; lot 9930328 manufacturing location: (B)(4). Manufacturing date: 04-nov-2015 expiration date: 30-sep-2025 part #: 04.037.259s, lot#: 9930328 (sterile) - 12mm/130 deg ti cann tfna 380mm/left- sterile. Qty 6. Inspection sheet a met inspection acceptance criteria. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot - 9438599 04.037.912.4 - wave spring, shim ended bp-55 lot - 7921037 04.037.912.3 - tfna lock drive bp-58 lot - 9895237 21127 - raw material lot bp-80 lot ¿ 7366105. Raw material received from (B)(4) certificate of analysis received from (B)(4), meet specification. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 a patient reported pain post-operatively from a secondary revision surgery that was performed on (B)(6) 2016. Additionally, it was noted in the medical records that a superficial suture type of abscess was noted on (B)(6) 2016 post surgery. Patient was treated by removing the suture, draining of the fluid, and oral antibotic treatment. According to the medical records provided, all devices are intact and the fracture has healed appropriately. No additional surgery is planned at this time. This complaint involves 3 devices. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
First report of patient reporting pain was on (B)(6) 2017 during visit to rehab. X-rays were taken on (B)(6) 2017 which confirmed the fracture was healing and there were no issues with the devices. Second patient follow up occurred on (B)(6) 2017 with further reports of left hip pain and swelling. X-rays were taken same day and showed the fracture was fully healed and the hardware was in the correct position with no issues.